Event description:
Per the clinic, the patient experienced an exposure of the receiver/stimulator. Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection and subsequently was treated with IV and topical antibiotics (specific date and duration not reported).